Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing episodes of ventricular tachycardia and ventricular fibrillation. Upon interrogation, it was noted that the atrial lead exhibited failure to sense, inappropriate capture causing arrhythmia, and inappropriate shock due to dislodgement. The atrial lead was repositioned and the patient was in stable condition before, during, and after the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing episodes of ventricular tachycardia and ventricular fibrillation. Upon interrogation, it was noted that the atrial lead exhibited failure to sense, inappropriate capture causing arrhythmia, and inappropriate shock. A fluoroscopy was performed and the lead was found to be dislodged. The atrial lead was repositioned and the patient was in stable condition before, during, and after the procedure.

Event description:
Related manufacturer reference number: 2017865-2021-17743. It was reported that the patient presented for a follow-up in clinic experiencing episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). Upon interrogation, it was noted that the atrial lead exhibited failure to sense and was inappropriately capturing the patient's right ventricle therefore inducing the vt and vf episode. Which the patient's implantable cardioverter defibrillator delivered therapy for. Fluoroscopy imaging was performed and the lead was found to be dislodged. The atrial lead was repositioned and the patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: "2330 - discomfort" and "1574 - inappropriate/inadequate shock/stimulation" should be excluded.